Manufacturer narrative:
Device passed the functional test, including the self test, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08720 inches. No unexpected insulin flow blocked alarm or no under delivery anomaly noted during testing.(B)(4).

Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer experienced hyperglycemia and hypoglycemia. The customer blood glucose level was over 33 mmol/l, 2.1 mmol/l, 33.3 mmol/l. Customer experienced symptom related to high blood glucose event was nausea. Customer was using insulin pump system within 48 hours of reported high and low blood glucose event. The customer was treated with needle for high blood glucose and with food for low blood glucose. Customer reported they did contact their health care professional regarding the high blood glucose. Customer was neither in emergency room, nor admitted into hospital. Customer stated insulin did exit at the quick release. Customer stated insulin pump alleging possible under delivery because of high blood glucose. Based on customer report customer does not allege insulin pump was over delivering. Customer stated they changed bolus and everything but got insulin flow block alarm. . Customer reported alarm did not occur during fill tubing. Customer reported event was resolved by changing complete set. The device will be returned for analysis.